Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose value was 45 mg/dl at the time of the incident. The customer also reported that the sensor tape was not adhering. She also reported that her skin was wrinkling underneath. The customer also had red bumps and inflammation on the skin. The customer's other blood glucose value was 60 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. The insulin pump will not be returned for analysis.